Event description:
The customer reported high blood glucose. Customer started the insulin pump and that night the blood glucose was between 500-600 mg/dl. Customer changed his set and has been fine since. Advised the customer the high blood glucose protocol and reminded customer to report to help line if needed. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.